Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. Correction to fields: e2 and e3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, while using the high frequency cauterization accessories, laser cauterization accessories, or argon cauterization accessories, the tip of laser probe was not pointed out far enough from tip of the device until it was visible in endoscopic image during laser cauterization treatment. Therefore, the cauterization accessories and biopsy channel were damaged when plastic distal end cover was burnt. The instructions for use warns the prevention method for the event on performing high frequency cauterization by stating the following: operation manual chapter 4.3using endotherapy accessories always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. The instructions for use warns the prevention method for the event on performing laser cauterization by stating the following: to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. The instructions for use warns the prevention method for the event on performing argon plasma cauterization (apc) by stating the following: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the plastic distal end cover is burnt. There were no reports of patient involvement.